Event description:
Customer complaint - limited data available. Customer complained that the heating pad cord broke at the base and a flame shot out.

Event description:
Customer complaint - limited data available. Customer complained that the heating pad cord broke at the base and emitted a flame.